Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The lead remains in use. Further testing will be done to determine if intervention is required. No patient complications have been reported as a result of this event.